Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing detached where it connects to the site, tubing kept detaching unexpectedly and patient's blood glucose level was between 100-130 mg/dl at the time of this event. Therefore, the patient replaced the infusion set and resumed insulin successfully. Moreover, the patient did not notice any damage when the package was first opened. No further information available.